Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported filter was separated from the non-abbott guide wire as reported. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the vascular integrated product experience and reporting (viper) complaint handling database for the reported lot revealed no other incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. In this case, it is likely that the use of a non-abbott guide wire caused the filtration element to separate from the guide wire during withdrawal.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Returned device analysis revealed a non-abbott guide wire was used with the emboshield protection system during the case.

Event description:
It was reported that the patient had marked claudication of the right lower extremity with significant disease in the right superior femoral artery (sfa) by arterial vascular ultrasound. Because of the claudication and medical management, the patient was brought for aortogram with runoff and possible angioplasty. Multiple angiographic runs were done at the mid to distal sfa lesion. They obtained good results. The filter was advanced, after which atherectomy was performed. The lesion was ballooned with a 5.0x40 mm balloon; however, the balloon ruptured because of the significant calcification. A non-abbott 5.0x40 mm balloon across the sfa and inflations were performed. They obtained good results, and good flow. The balloon was removed and the filter was introduced back into the retrieval catheter; however, while pulling the retrieval catheter back, the basket sheared off the wire. The wires were removed and the whole thing was removed as a unit in order to avoid dislodging the filter, which appeared to have significant amount of calcified plaque in it. During removal from the left femoral artery it appeared as if two-thirds of the basket was outside the artery, but one-third of it was stuck across the wall. The whole sheath was removed and they accessed the right femoral artery with a 5- fr and put a 5-fr sheath. Pictures were taken from right to left and good flow was observed on the left leg, but it was again confirmed that the basket was detached off the wire with one third inside the vessel and two-thirds outside the vessel. A vascular surgeon was called in for open retrieval via surgery of the fractured filter basket from the left femoral artery. No additional information was provided.